Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and belt clip slot, as well as minor scratches on the lcd window.

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 162 mg/dl. The customer had been treating with manual injections. Troubleshooting was performed and no anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.